Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-dec-2017 with the following findings: during investigation, the battery compartment was found to be cracked at the case seal below the grip pad.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 27-dec-2017.